Event description:
A radial jaw was used for diagnostic purposes. During the procedure, the forceps snapped as the result of a broken pull wire. There were no complications or intervention reported with this event.